Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7153060, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7152392, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation following a revision procedure (mrf#3006630150202408554). The patient underwent another procedure wherein the spinal cord stimulator (scs) lead repositioned and that the patient was doing well with good coverage postoperatively.